Event description:
The skull clamp came unlocked, causing the pin to lacerate the pt. Surgery delay of 45 minutes was also reported. Add'l info has been requested.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiatedbased upon the reported info.